Event description:
Per medwatch: the physician ordered a dressing change and an application of medication to the patient's broviac catheter site. As the nurse removed the dressing, it was noted that the broviac catheter was broke in half. The catheter was immediately clamped by the nurse and then discontinued by the physician.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of reva0630 showed no other similar product complaint(s) from this lot number.